Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-13867 and 13868. It was reported the pt's scs system was explanted due to being recalled. No further info is available at this time. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 reference MFR report#1627487-2013-13867 reference MFR report#1627487-2013-13868 review of the medical record identified the patient reported on (B)(4) 2013 she no longer desired the scs system due to inadequate pain relief. Furthermore, the patient alleges experiencing random shocking sensations, in addition the ipg sporadically turned off by itself. As a result, the patient opted to explant and replace the scs system with a competitor's system on (B)(4) 2013.